Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. However device history record(DHR) review was performed for involved lots (20702727 and 20551408) and no deviation was found. Labeling review was performed and revealed that the device was used contrary to labled use. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use "note: heparin should be administered to the patient to achieve and maintain an activated clotting time greater than 300 seconds" (B)(4).

Event description:
It was reported that an embolic event occurred. An intellamap orion was used selected for use. However no heparin given prior to inserting orion into right atrium (ra). Heparin was later given when moving across to the left atrium (la). An embolic event to the lad occurred post ablation. The physician has stated that "he believed it was not the fault of the product". The patient condition was reported to be stable.